Manufacturer narrative:
This incident matches patient submitted medwatch report ref. Mw5061781.

Manufacturer narrative:
This incident matches patient submitted medwatch report ref. Mw5061781.

Manufacturer narrative:
UDI-di: (B)(4).

Event description:
It was reported that right hip revision surgery was performed due to elevated metal ions and evidence of significant metallosis.